Manufacturer narrative:
Based on the data provided, the investigation determined the instrument performance is good. The alarm trace showed a large amount of abnormal aspiration alarms. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 48.9 mg/dl and it was repeated on a second analyzer, resulting in a value of 85.3 mg/dl. The sample was repeated 5 additional times on the complained analyzer, resulting in the following glucose values: 86.4 mg/dl, 86.2 mg/dl, 85.6 mg/dl, 86.1 mg/dl, and 86.7 mg/dl. The sample was repeated 5 additional times on the second analyzer, resulting in the following glucose values: 85.5 mg/dl, 85.4 mg/dl, 85.4 mg/dl, 85.7 mg/dl, and 85.6 mg/dl.